Manufacturer narrative:
Troubleshooting of the AED with the customer did not identify a cause for the depleted battery pack. The customer was referred to a distributor to purchase a replacement battery and as a follow-up with the customer, the proper maintenance of this device was reviewed.

Event description:
A customer reported AED's asi is flashing red and the AED is prompting a "replace battery pack now" warning. The customer did not report this occurring during patient use.